Event description:
The pt reportedly experienced loss of sound and intermittencies. Programming adjustments were made and external equipment was exchanged, however, this did not resolve the issues. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.